Event description:
It was reported that the patient presented in the hospital feeling unwell. Review of the transmission revealed that the pacemaker exhibited a false eri alarm. The pacemaker was reprogrammed and restored. There were no patient consequences.